Event description:
It was reported that patient underwent a left knee orthopedic salvage procedure on an unknown date. A revision procedure was performed on (B)(6) 2012 to exchange the polyethylene component(s) due to infection. Another revision procedure was performed on (B)(6) 2012 to exchange the bushings due to infection. A revision procedure was attempted on (B)(6) 2013 due to instability from a quadriceps deficiency; however, the soft tissue was also deficient which would not allow for wound closure and the surgeon had to implant pins and cement to link the components and fuse the knee. Customized components were requested at that time as the pin construct was meant to be temporary. The patient was again revised and the custom knee was implanted on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2013 due to an unknown reason. A review of invoice history for the procedure indicates that segments were added during that procedure and it does not appear that anything was removed or replaced. It has been further reported that the patient placed excessive load on the implant which resulted in fracture of the custom yoke. A revision procedure has been planned to address the fractured yoke; however, an additional revision procedure has not been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: ¿while rare, fatigue fracture of the implant can occur as a result of strenuous activity, malalignment, or trauma.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014- 08575 / 08577).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch:

Event description:
It was reported that patient underwent a left knee orthopedic salvage procedure on an unknown date. A revision procedure was performed on (B)(6) 2012 to exchange the polyethylene component(s) due to infection. Another revision procedure was performed on (B)(6) 2012 to exchange the bushings due to infection. A revision procedure was attempted on (B)(6) 2013 due to instability from a quadriceps deficiency; however, the soft tissue was also deficient which would not allow for wound closure and the surgeon had to implant pins and cement to link the components and fuse the knee. Customized components were requested at that time as the pin construct was meant to be temporary. The patient was again revised and the custom knee was implanted on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2013 due to an unknown reason. A review of invoice history for the procedure indicates that segments were added during that procedure and it does not appear that anything was removed or replaced. It has been further reported that the patient placed excessive load on the implant which resulted in fracture of the custom yoke. Subsequently, patient underwent a revision procedure on (B)(6) 2014.